Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate. It was determined that procedural factors could have caused the failure to aspirate, which could not be replicated during analysis.

Event description:
It was reported that failure to aspirate occurred. A 2.1mm jetstream xc atherectomy catheter was selected for a right lower extremity angiography to treat peripheral arterial disease. Two passes were made successfully with the device; however, after the second pass, the device was not aspirating. The catheter was rexed out and another device was used with no issue. No patient complications were reported.